Manufacturer narrative:
Unit was programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or audio/beep anomaly noted. The test reservoir/infusion set twists in properly into the reservoir tube threads. Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, scratched case, cracked case at display window, cracked reservoir tube and a missing end cap sticker. Unit received without belt clip. No damage noted on belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was performed. The device was returned for analysis.